Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 333 (mg/dl) and slight ketones. A manual injection was delivered to address bg levels. Troubleshooting with tandem technical support indicated the occlusion was likely at the infusion site; however, the customer declined to change their infusion site at the time the event was reported.